Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. After the package was opened, it was found that the tip of the needle was distorted. Before using the same needle, it was bent and stretched a little and broke in the middle. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the actual device involved in this event and representative samples was returned for evaluation. The devices were visually examined under magnification 10x and no defects or needles breakages were found. The sample condition suggests an improper handling of the needle; since there were several marks on the body needle and the point of the needle by use of the needle holder. Additionally, no manufacturing defects were found on the representative samples.

Manufacturer narrative:
Conclusion: a needle that broke in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.